Event description:
It was reported that post implant of a realize adjustable band procedure. The patient returned with complaint of lower abdominal pain. A CT scan was performed and it confirmed the tubing was disconnected from the port. The tip of the tubing is located in the pelvic, possibly causing the pain. A new port was placed and the band tubing reconnected. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: spoke with patient who advised that she thinks her last fill was in (B)(6) 2010 and that she was at 8 or 8 ½ ccs. She has lost around 50 lbs but around (B)(6) had an episode of excruciating abdominal pain that felt like stabbing to her bladder that lasted all evening but was gone by morning. After this she noticed that she didn't seem to have as much restriction and she could eat more. She had intermittent pain after that for the next two months for which she sought treatment. Approximately one month ago she had a CT scan that revealed the tubing was disconnected. She then had the port replaced.

Manufacturer narrative:
(B)(4). The injection port with locking connector and tubing strain relief were returned for evaluation. Dimensional analysis of the returned components was performed and all measurement performed on this meet specification. The complaint cannot be confirmed; product analysis confirmed that device dimensions around the connection tubing and injection port met specifications. It is noted that the product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning and connections. It was therefore tentatively concluded that failure may have resulted in improper connection of the tubing to the port. A device history record (DHR) review was performed, and no discrepancies were associated with the manufacture of the velocity port.